Event description:
It has been reported "spring tip on guidewire cannot be inserted or removed from the working channel of the gastroscope without significant force. The weld where the spring tip and the guidewire meet is not a smooth transition and this ridge is causing the problems. It was reported that until approximately 6 months ago, this weld was smooth & did not require the same amount of force. Tip actually broke off during a procedure and needed to be retrieved. There was no pt injury.

Manufacturer narrative:
Once the investigation has been completed, a supplemental will follow.